Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of the device revealed that the right atrial lead had low impedance and was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
This report is related to MFR 2017865-2019-18508.